Event description:
It was reported that stent damage occurred. During unpacking of a 16 x 4.00 promus elite drug-eluting stent, it was noted that the stent was flaring up on its distal end. The procedure was completed with other promus elite. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.